Manufacturer narrative:
The event of lead revision due to lead migration was reported to abbott. Both leads migrated. One lead was explanted and replaced the other was reused. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The event date is estimated. Attempts have been made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-01873. It was reported the patients leads had migrated. Migration was confirmed via x-ray. The patient reported having a significant fall prior to the issue beginning. Surgical intervention was undertaken wherein one of the patients leads was explanted and replaced and the other lead was repositioned. Surgical intervention addressed the issue. Note: both of the patients leads are being reported as explanted as it is unknown which device was replaced.